Manufacturer narrative:
Added returned date when product was returned to mfg.

Manufacturer narrative:
Device evaluation: the manufacturer¿s international service technician identified occurrence of spi bus per drpt review during device evaluation. Resolution and disposition: the international service technician replaced the data acquisition pcba (printed circuit board) to motor controller pcba cable to address the finding. The spi bus is an internal communication link between the cpu (central processing unit) and the gas delivery system. This communication link is what is used to read the calibration data for the pressure and flow sensors as well as to read the actual values of the pressure and flow sensors; a failure of the communication link can result in a vent inop condition of the pressure and flow sensors; a failure of the communication link can result in a vent inop condition.

Event description:
The international customer sent the v60 device to the (B)(6) for routine periodic maintenance. The service technician during service reviewed of the device diagnostic history log (drpt) found the presence of multiple error codes suggesting that a spi (serial peripheral interface) bus failure occurred. There was no patient involvement.